Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, distal right coronary artery. Little resistance was felt during advancement of the 3.0x15 mm xience prime stent delivery system (sds) to the lesion. The sds balloon did not inflate at all when pressure was applied. A new xience prime was used to complete the case successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.